Event description:
It was reported that an evacuated container was observed with vacuum loss. The device was observed to have collected less volume than expected. This malfunction occurred during use on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was received for evaluation. A visual inspection was performed and a vacuum test was completed. No vacuum was present because the device had been previously spiked. The reported condition could not be confirmed and no cause could be identified.